Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the implant of this transcatheter bioprosthetic occurred via the left common femoral artery with use of a 14fr external non-medtronic sheath. During the procedure the delivery catheter system (dcs) initially did not pass through the external iliac artery which crossed the groin ligament from the common femoral artery at the puncture site. Force was applied and the dcs was inserted. The valve was successfully implanted. A contrast agent leak was confirmed around the puncture site after valve placement, which confirmed bleeding. The blood pressure did not change during the procedure and was stable. Per the physician, the blood vessel was cut with insertion of the device with force. A percutaneous transluminal angioplasty (pta) balloon was inserted through the right lower limb and expanded in the left proximal side damaged area. Subsequently, blood flow was blocked, cut down was performed, and an unspecified surgical repair was also performed. After the repair, a contrast study confirmed no further issues with blood flow to the periphery and that the bleeding resolved. According to the physician, there was no blood vessel ¿extension¿ due to calcification. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that the delivery catheter system (dcs) initially did not pass through the external iliac artery which crossed the groin ligament from the common femoral artery at the puncture site. Difficulties advancing the dcs through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that the dcs was caught in the calcification of the blood vessel, which was pushed with force. This indicates that the probable cause of the advancement difficulties was patient anatomy, but this cannot be confirmed with the limited information available. Advancement difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. A contrast agent leak was confirmed around the puncture site after valve placement, which confirmed bleeding. Vascular access related complications, such as bleeding, are known potential adverse patient effects per the evolut pro+ system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). The blood vessel was cut with insertion of the device with force. Cardiovascular injuries, such as rupture, are known potential adverse patient effects per the evolut pro+ system instructions for use (IFU) and may be impacted by many factors including the patient's pre-procedural condition and procedural factors, as well as factors related to the device. Per the physician, the dcs was caught in the calcification of the blood vessel, which was pushed with force. This caused the vessel injury. The vessel injury was defined as a partial rupture. However, without angiographic evidence for review and with the limited information available, a conclusive cause could not be determined. Based on the limited information available, an assignable root cause of the vascular complication cannot be determined and the relationship to the dcs could not be established. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which reported that according to the physician, the dcs was caught in the calcification of the blood vessel, which was pushed with force. This caused the vessel injury. The vessel injury was defined as a partial rupture. Extravasation of the contrast medium has been confirmed. Surgical suturing was performed as treatment for the rupture. No additional adverse patient effects were reported. Updated b5. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.